Event description:
While performing an initial pvi, the patient was noted to have increasing pericardial effusion using intracardiac echocardiogram (ice). The procedure was stopped after ablating the lspv and approximately 75% of the lipv. During initial attempt to access the left superior pulmonary vein (lspv) the catheter appeared to be in the left atrial appendage (laa) instead of the lspv. The catheter balloon was inflated and the catheter was confirmed to be in the laa. The catheter balloon was deflated, the catheter was repositioned, and the lspv was ablated. The catheter was moved to the left inferior pulmonary vein (lipv) when it was noted the effusion continued to increase. The physician stopped the ablation procedure and pericardiocentesis was successfully performed.